Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed the skin where the sensor had been inserted was notable for the presence of ¿itching, red and blistered¿ on the 5th day of wear. Caller noted customer had contact with a healthcare provider on (B)(6) 2018 and was prescribed an unspecified cortisone cream. Customer was also advised to use a barrier spray if she wanted to continue to use the sensors. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor adhesive was returned. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed the skin where the sensor had been inserted was notable for the presence of ¿itching, red and blistered¿ on the 5th day of wear. Caller noted customer had contact with a healthcare provider on (B)(6) 2018 and was prescribed an unspecified cortisone cream. Customer was also advised to use a barrier spray if she wanted to continue to use the sensors. There was no report of death or permanent injury associated with this event.